Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver not powering on after charging. A receiver boot test was not performed due to the receiver not powering. Functional tests were not performed due to the receiver not powering on. An internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver not powering on after charging. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).